Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a test step during testing. The device was not in patient use. During the evaluation of the device at a third party service center, the tubing inside the device was found to be pinched. The tubing was rerouted to address the issue.